Event description:
During surgery the articuleze taper ball used for trialing popped off and migrated into the patient's pelvis. The doctor was unable to find or retrieve it and opted to leave it in the patient.